Manufacturer narrative:
(B)(6). Correction: section d1: brand name updated. Section d8: option unchecked. Section d9: device available for evaluation updated. Method: the subject 950n81j neonatal/pediatric ventilator circuit kit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the photographs and information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph observed that the rubber o-ring of the swivel was partially folded. Conclusion: f&p healthcare's investigation was unable to confirm or determine the root cause of the observed damage. All heated breathing tubes as part of the 950n81j neonatal/pediatric ventilator circuit kit are visually inspected and undergo functional tests, including a 100% leak test during production. Those that fail are rejected. The user instructions that accompanies the 950n81j neonatal/pediatric ventilator circuit kit may also caution the user: - set appropriate ventilator or flow source alarms to monitor therapy delivery - perform a pressure and leak test on the breathing system before connecting to a patient.

Event description:
A healthcare facility in pennsylvania reported via a fisher & paykel (f&p) healthcare field representative that two 950n81j neonatal / pediatric ventilator circuit kits were found leaking, and the y-rubber piece was disconnected from both circuits. There was no patient involvement as the issue was found whilst the devices were not in use on a patient.

Event description:
A healthcare facility in pennsylvania reported via a fisher & paykel (f&p) healthcare field representative that two 950n81j neonatal / pediatric ventilator circuit kits were found leaking, and the y-rubber piece was disconnected from both circuits. There was no patient involvement as the issue was found whilst the devices were not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.